Event description:
It was reported that prior to a transcatheter valve implantation (tavi) treatment procedure, the guide wire coating was peeling. The amplatz super stiff guide wire was intended to be utilized in the left ventricle. During preparation, while shaping the tip, the physician noted the coating on the distal end of the wire was not intact. The device was not used. A different guide wire was utilized to complete the procedure. The patient expired after the implantation of the valve due to a rupture of the aortic ring.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device severely peeled coating along its entire length. At 10cm from the distal end there is a kink and the coiling is slightly elongated. Outer diameter measured at undamaged locations met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a transcatheter valve implantation (tavi) treatment procedure, the guide wire coating was peeling. The amplatz super stiff guide wire was intended to be utilized in the left ventricle. During preparation, while shaping the tip, the physician noted the coating on the distal end of the wire was not intact. The device was not used. A different guide wire was utilized to complete the procedure. The patient expired after the implantation of the valve due to a rupture of the aortic ring.

Manufacturer narrative:
(B)(4).